Event description:
It was reported that the pt's device was showing high impedance on sys diagnostics. The pt was recently implanted and diagnostics at the time of implant were within normal limits. An x-ray was taken of the pt's device was reviewed by the MFR. Upon review, it was noted that the lead appeared twisted and the connector pin could not be confirmed to be fully inserted. No trauma or manipulation was reported by pt. The pt underwent revision surgery on (B)(6) 2011. During surgery, the surgeon re-inserted the lead connector pin into the generator which resolved the high impedance. He also noted that the lead was twisted and the suture securing the generator was broken, which he felt was likely due to the pt manipulating the device. A new lead was implanted due to the twisting, but the generator was not replaced. The cause of the high impedance was determined to be due to improper pin insertion, possibly caused by pt manipulation.

Manufacturer narrative:
Age at time of event: corrected data: the initial reported inadvertently did not list the age of the patient at the time of the event. Date of birth: corrected data: the initial reported inadvertently did not enter the date of birth for the patient.

Manufacturer narrative:
MFR reviewed x-rays of the implanted device. X-rays reviewed by the MFR, lead pin not fully inserted past the connector block.